Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that there are lines appearing on the unit's display. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 08mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer previously replaced the display and front bezel; however, the issue persisted. The fse advised the customer to replace the video graphics array (vga) card. The customer reported replacing the video graphic array (vga) card and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.